Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the change history of the device parts and confirmed that the dr board was redesigned on april 16, 2018 because the design of the operational amplifier circuit on the dr board did not meet the specifications. Devices with redesigned dr boards were shipped after june 13, 2018 (pal specifications) and after june 14, 2018 (ntsc specifications). The reported event may have been caused by the dr board failure, as the device is a product manufactured prior to the dr board redesign in the patient board set. Therefore, the device may not display the endoscopic image when used in combination with endoscopes older than the olympus evis exera iii series. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(6) (ocg). As a result of the evaluation, the following was confirmed. When the device was used in combination with the olympus 180 series endoscope, no endoscopic image was displayed. This failure mode was caused by a defect in the dr board. The dr board will be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device did not display the endoscope image and the endoscope image was black, when used with the olympus evis exera ii series endoscopes. The user replaced the device to another device and completed the intended procedure, gastroscopy. The reported event occurred before the endoscope was inserted into the patient. Therefore, there was no report of patient injury associated with the event.